Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the ventricular assist device coordinator (vc) received a call on (B)(6) 2026 on 0600 that the patient was found down at home. There were no signs of life and left ventricular assist device (lvad) was not alarming, coroner was present at the home already to pronounce the patient. The log files were attached for review. It appeared that the event log captured intermittent low flow events on (B)(6) 2026 at 0045 with flows noted as low as 2.4 lpm. Low flow events became more frequent on (B)(6) 2026 at 0108 when estimated flows dropped abruptly to less than 1 lpm. The pulsatility index (pi) values during these lower flows were on the low end around 1.9-20 and were non-variable. The system controller was disconnected and shut down on (B)(6) 2026 at 0603. The patient was fine in clinic the day before their death. The device operated as expected and will not be returned. The cause of the low flow alarms were not identified as this happened in the middle of the night while the patient was sleeping. The system controller was disconnected as patient was deceased for several hours. When connected to the mobile power unit (mpu), on (B)(6) 2026, 4:20:54, a loss of external power to the mpu resulted in low voltage and power cable disconnect alarms. The alarms progressed to a no external power alarm by 4:20:58. The alarm cleared by 4:21:11 when external power was restored.